Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing, they are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that a misalignment in the touch position was confirmed. A calibration was performed on the touchscreen, but the issue was not resolved. The se then replaced the touchscreen, and the issue was resolved.